Event description:
It was reported by service report that the side rail was broken off due to a heavy pt and the other side rail was cracked on the back side. There were confirmed exposed sharp edges. There was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Exposed sharp edges on the broken siderail.